Event description:
Doctor reported that when opening implant box, they noticed that sterile box did not have any implant. Another implant tsvb10 was placed to complete the procedure.

Manufacturer narrative:
Zimvie complaint number: (B)(4). G4: premarket identification PMA/510(k) #: k011028/k013227.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvb10, (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) for evaluation. Visual evaluation was performed. The returned implant outer box was observed opened and the outer vial tamper seal / ring was seen broken. The inner vial / implant were missing, not returned. The coob is non-verifiable as the condition of the product / packaging delivered to the customer is non-verifiable. See pictures attached.. DHR review was completed for the subject lot number 1282837. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1282837 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : packaging : incorrect component quantity. Based on the investigation, the most likely root cause determined was improper handling of devices/packaging outside of zimvie controls. Therefore, based on the available information, a device malfunction could not be verified. The returned implant outer box was observed opened and the outer vial tamper seal / ring was seen broken. The coob is non-verifiable as the condition of the implant / packaging when received by the customer is unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.